Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the reported event. Functional testing was performed resulting in no failures related to the reported event. The receiver data log was downloaded and reviewed finding firmware and hardware errors, confirming the reported event of no receiver display except for blacklight. Based on the investigation results, this is a reportable event. However, a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report no receiver display except blacklight on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.